Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers & technicians are listed below. Visual inspections & results: applier condition, upper jaw broken; applier date code, 10216; cartridge condition, feedbar distorted; cartridge date code, 6106; clips remaining, 6; drive screw, good and jaw condition, upper jaw broken. Functional tests & results: clip feed properly, n/a; clip form properly, n/a and does instrument cycle. Yes. Analysis conclusion: based upon inquiry info received, and visual examination, it was concluded that reported incident may have been caused by broken upper jaw, making applier non functional. Applier was received with broken off upper jaw and broken off piece was returned in separate bag. Broken jaw piece ws approx .200" x .120". There were markings on upper jaw and opposite fracture on lower jaw. No conclusion could be reached how upper jaw may have become broken. Each instrument is evaluated during the assembly process to ensure that it functions properly. Applier's jaws may become compromised and clip malformation may occur if jaws are closed onto a hard object. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a parotidectomy the tip of the tim20 broke off into the pt. The tip was retrieved. Another tim20 was used to complete the case. There was no reported consequence to the pt.